Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/13/2015 with the following findings: on investigation, the alleged battery life issue was not verified in the black box or duplicated in the evaluation. Review of black box data found that on the complaint date, pump voltage was stuck at 1.40v for three hours resulting in low battery and replace battery warnings. Using the returned caps, the pump power up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were completed with no incidences. Electrical current draws were within specifications. The pump casing was opened and no intermittent condition was found to the printed circuit board or the continuous glucose monitor module. Unrelated to the complaint, the display was found to be dim and discolored. A battery compartment crack was found at the case seal.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.